Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1: (B)(6). Investigation summary: the affected device was returned for evaluation with a bubbled dso seal. Functional testing was performed, and the customer's complaint was confirmed. The root cause was the faulty mainboard. The mainboard was replaced, and the device has since passed both functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had error 46440. There was unknown patient involvement and unknown patient harm/adverse event reported.